Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a left upper limb vessel. Ultrasound check showed stenosis at 2cm near the anastomosis, with a diameter of 1.4mm at the most stenotic part. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation at 20 atmospheres (atm), however, the stenosis was not dilated. The physician continued to apply pressure until 22 atm, but the balloon bursts. The procedure was completed with another of same device. There were no complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a left upper limb vessel. Ultrasound check showed stenosis at 2cm near the anastomosis, with a diameter of 1.4mm at the most stenotic part. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation at 20 atmospheres (atm), however, the stenosis was not dilated. The physician continued to apply pressure until 22 atm, but the balloon bursts. The procedure was completed with another of same device. There were no complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was severely stenosed, non-calcified, and non-tortuous.